Manufacturer narrative:
Per the user facility's bmet, they have replaced the display and the unit is operating as intended.

Event description:
The biomedical technician (bmet) reported that during preventive maintenance (pm) of the device, the display on the roller pump was distorted. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The biomedical technician (bmet) replaced the motor display assembly, resolving the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.